Event description:
It was reported that there was a tubing break and leak. During use, one of the extensions from the quadfuse extension set broke near the hub. It was noted that after the clinician unclamped the quadfuse tubing to administer medication; blood leaked onto the bed. It was observed that the quadfuse tubing was broken and the line was immediately clamped. It was reported that the other three tubing lines of the quadfuse were still in use. No medical or surgical intervention, nor a change in treatment for the patient was required as a result of the event. The patient was a child. Although requested, no additional patient information was provided.

Manufacturer narrative:
The customer¿s report that the tubing broke and leaked was confirmed. Visual inspection found a lateral crack in the female luer wall of model 10015817 located at the top end of the female luer opposite of the luer gate. Slight cosmetic damages were observed at the center of the female luer. Functional testing was performed by attaching a 10ml lab syringe filled with blue dye water to female luer with the observed crack. The syringe plunger was gently depressed and small droplets were leaking at the connection between the syringe and female luer, confirming the customer¿s report of leakage. The root cause of the female luer crack was identified to be a result of internal stresses created during the manufacturing process that make it more susceptible to chemical/mechanical attacks and the pvc materials used in the new female luer.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Although requested, no additional patient demographics were provided.

Event description:
It was reported that there was a tubing break and leak. During use, one of the extensions from the quadfuse extension set broke near the hub. It was noted that after the clinician unclamped the quadfuse tubing to administer medication; blood leaked onto the bed. It was observed that the quadfuse tubing was broken and the line was immediately clamped. It was reported that the other three tubing lines of the quadfuse were still in use. No medical or surgical intervention, nor a change in treatment for the patient was required as a result of the event. The patient was a child. Although requested, no additional patient information was provided.